Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 16 mmol/l; cause was due to occlusion alarm. Customer did not take any action to address bg level and allowed control iq technology to increase basal rates to address bg level. Customer continued to use existing supplies to resolve the issue.